Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The console was switched out for another one, but the same issue occurred. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering half of the balloon. The sheath tubing was found severely ribbed along its length. Underneath the sheath multiple kinks were observed along the length of the inner lumen within the membrane. A break in the inner lumen was observed 21.8cm from iab tip. An optical fiber break was found within the membrane approximately 10.9cm from iab tip. A kink was found on the catheter tubing approximately 44.5cm from the iab tip. A puncture penetration was found on the membrane approximately 14cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).